Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available. Customer¿s blood glucose level ranged from 59-190 mg/dl.